Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, radiographs taken revealed loosening of the stem, wear of the polyethylene liner, migration of the head and osteolysis. A revision procedure has been indicated; however, there has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.